Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that the patient woke up in the early afternoon, had a meal and infused a bolus but blood glucose level did not go down. So, the patient checked the connection and found, that the tube was disconnected. On investigation, it was found that the tubing was detached from the tubing connector. No further information available.